Event description:
The article, "Long-term outcomes of ICE-guided left atrial appendage occlusion from a large single-center experience", was reviewed. This research article is a prospective single-center experience to evaluate procedural success and long-term clinical outcomes of intracardiac echocardiography (ICE)-guided left atrial appendage closure (LAAC). The devices included in the study were Amplatzer Amulet and Watchman FLX. The article concluded that ICE-guided LAAC is safe and highly effective with favorable long-term outcomes and low ischemic and bleeding event rates in high-risk population. "[The primary and corresponding author was Luigi Emilio Pastormerlo, Fondazione Toscana G. Monasterio, Ospedale del Cuore "G. Pasquinucci", 54100 Massa, Italy, with corresponding e-mail: lpastor@ftgm.it.]"This study included patients undergoing ICE-guided LAAC from 01 January 2009 to 31 March 2024. A total of 411 patients were included in the study, of which an unknown amount received an Abbott device. The average age is 77.7 years. The majority gender was male. Comorbidities included atrial fibrillation, hypertension, diabetes mellitus, coronary artery disease, myocardial infarction, transient ischemic attack, and renal insufficiency.

Manufacturer narrative:
Summarized patient outcomes/complications of Amplatzer Amulet were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, hypertension, diabetes mellitus, coronary artery disease, myocardial infarction, transient ischemic attack, and renal insufficiency. Complications reported included Device Embolization, Stroke, Cardiac Tamponade, Pericardial effusion, Air Embolism, Transient Ischemic Attack, Bleeding, Surgical Intervention, Hospitalization/Prolonged-Hospitalization, Death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.B2: Death date was estimated.B3: Event date was estimated.D4: The UDI number is not known as the part and lot number were not provided.